Event description:
The customer reported the system would not perform fluoroscopy and rebooted itself during a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.